Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cs300 intra-aortic balloon pump (iabp) the menu of the cs300 cannot be opened by pressing the ¿open menu¿ button.

Manufacturer narrative:
The rn called asking for clarity on different alarms and messages she has seen on a cs300. There is a language barrier, her english is broken and difficult to understand. During the call she notes that she cannot open the menu of the cs300 by pressing the ¿open menu¿ button. Several attempts were made at opening the menus during the call and all are unsuccessful. The rn states the patient and pump are going to the cardiac cath lab this morning for a procedure and she does not wish to address this issue currently. She can provide the sn# that she reads from the cs300. She does not wish to give any personal or patient information and thanked for the assistance. The user error occurred due to lack of iabp management education and knowledge of he product.

Event description:
It was reported by customer during use that cs300 intra-aortic balloon pump (iabp) the menu of the cs300 cannot be opened by pressing the ¿open menu¿ button. No harm and injury reported.